Event description:
The customer reported that while moving the patient¿s bed an item attached to the bed hit the quick release of the mx450 intellivue patient monitor and disengaged the monitor from the mount. It is unknown if anyone was injured in the course of the events.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.